Event description:
It was reported that the patient's right atrial (ra) lead exhibited increased of capture threshold due to suspected lead dislodgement. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: b5, h6 - should not have included allegation of dislodgement as it was confirmed via fluoroscopic imaging that dislodgement did not occur.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited increased of capture threshold. The ra lead was explanted and replaced. The patient was stable throughout the procedure.